Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fiber optics were tested and found to be within specifications and the diagnostic log showed that one fault logged for "autofill failure. The stm performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) failed - customer reported that the system failed. Subsequently, it was clarified by the customer that it was the fiber optic that was not working, and the patient and existing intra-aortic balloon (iab) were switched to another iabp and therapy continued. There was no harm or injury to patient and no adverse event was reported.